Manufacturer narrative:
Unit received with motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a52, a21, a17 and battery out limit alarm due to motor error alarms.

Event description:
The customer stated that insulin pump had multiple pump error alarm. The blood glucose was unknown. The customer stated that they were able to clear the alarm and complete the rewind. The device will be returned for the analysis.